Event description:
Rn hung new primary IV tubing, patient called out shortly after hung stating his IV was bleeding. Rn noted IV was intact and working properly. Upon inspection of the tubing there was a small slit in the tubing about 4 inches from where it connects to the saline lock. Blood has backed up to the slit and was leaking out of the tubing. 3 package labels found in the med room. One of which is for this tubing per rn.